Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed intermittent loss of capture a few days after implant. The patient is pacemaker dependent, and was symptomatic as a result of the intermittent loss of capture. It was noted the patient felt dizzy when laying in bed. Based on a x-ray and capture thresholds, it was determined this rv lead pulled back from the original implant location. The rv lead was repositioned. No additional adverse patient effects were reported.